Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported receiving a call from a bedside registered nurse (rn) during impella 5.5 support stating that the purge disc was leaking. The rn reported performing a de-air procedure, after which the purge disc was observed to swell and rupture, resulting in leakage and ¿purge system open¿ alarms. The purge cassette was replaced without issue, after which the alarms resolved. Following replacement, purge pressure was reported to be in the 800 mmhg range with a purge flow of approximately 3 ml/hr. The original purge cassette was retained and planned to be returned for inspection. No signs or symptoms of patient injury or patient harm were reported in association with this event. The device was reported to be available for return; however, at the time of this report, the device has not been returned for evaluation.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h6(medical device problem code). Corrected information has been provided in d6a; d6b. The cause of the fluid leak/pd-any device-(crack) could not be determined as no purge cassette, logs, or product damage images were returned for evaluation. The cause of the purge pressure low could not be determined as no purge cassette or logs were returned for evaluation.